Event description:
On february 25, 2022, genmark was advised of unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. The sample used is a combination nose and throat specimen, which is off label. The same sample was evaluated again on a second eplex instrument at the site, as well as with two comparator methods, an unspecified cepheid genexpert assay and an unspecified certest assay. All three subsequent tests did not detect sars-cov-2. Data was analyzed per internal procedures and confirmed robust internal controls indicating the runs performed as expected. Genmark was advised that the positive rp2 results were communicated to the physician and its unknown if patient treatment was impacted.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 54075715 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record # (B)(4).